Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation of a causal relationship between the peritonitis and use of the liberty select cycler and cycler set. Additionally, there is no allegation of a cassette leak or device malfunction or deficiency for this event. The patient¿s pd effluent culture did not result in growth after five days; however, they did take a dose of antibiotics prior to the culture being obtained. Antibiotic administration prior to pd fluid cultures can result in culture-negative peritonitis cases. Based on the available information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis.

Event description:
A peritoneal dialysis patient contacted fresenius technical support for an operational question regarding medical advice. The patient stated they had an infection in their abdomen for the last week. The patient was advised to contact their peritoneal dialysis registered nurse (pdrn). Additional information was obtained through follow-up with the patient¿s pdrn. On the evening of (B)(6) 2021 the patient called the on-call nurse and reported abdominal pain and cloudy pd effluent. The patient was instructed to take a dose of antibiotics (drug, dose, and route unknown) and to go to the pd clinic the following day. The patient went to the pd clinic as instructed on (B)(6) 2021 and a pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was prescribed intraperitoneal (ip) antibiotics with vancomycin and ceftazidime (dose, frequency, and duration unknown). The white blood cell count was elevated (value unknown). The pd effluent culture showed gram positive cocci, but no organism identified. After five days there was no growth. On (B)(6) 2021 the patient was hospitalized as they were not responding to the antibiotic therapy. It is likely the patient¿s pd catheter (not a fresenius product) will be pulled. The cause of the peritonitis is unknown. The patient did not report any issue with any fresenius product(s). The patient denied any breach in aseptic technique. No further information was available.